Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 51mm aaa. The patient had previously placed bi-lateral iliac stents at the aortic bifurcation, small access and a poor proximal landing zone. The pre procedural plan was to treat the aneurysm with a 2 vessel renal laser fenestration. The plan was to land at the sma and build down.  It was reported that during the index procedure, the endurant stent graft was able to pass through the iliac stents with no issues. It was said that there were issues removing the device from the right side, but it was able to be removed with additional force. Once the bifurcate stent graft was deployed, 8 endoanchors were implanted at the proximal end and then the graft was ballooned. Both renal arteries were then laser fenestrated with no issues. The case was completed and then on final angiogram the physician could not see the sma filling all the branches. The physician then went lateral and covered the sma. An attempt was made to access the sma proximally with a tourguide. Finally access was achieved to the sma, ballooning was performed followed by the implant of a non mdt covered stent in to the sma. This was post dilated with a 10 x 2 balloon. Upon the final angiogram all the vessels filled and the patient was then moved to the unit. Following the procedure, the patient was noted to have a bloody stool and elevated lactate. The lactate remained elevated the following morning but began to decrease that afternoon. Two days post the procedure, the patients bowel symptoms were continuing to improve. The physician advised that the patient was still confused but the patients laboratory work-ups were in a normal range.  It was confirmed the patients confusion was related to the anesthesia. Per the physician the cause of event was anatomy. It was thought that the previously implanted iliac stents were the issue.  They were implanted 10cm down from the sma. Multiple angiograms were taken before releasing the bifurcate supra renal stents which were below the sma. After the final deployment, it was thought the graft rode up due to the graft energy built up from coming through the previously implanted iliac stents. There was no issue or allegation against the endoanchors or endurant limbs that were implanted. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Correction to h6: e0206 removed and added e0207 instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.